Event description:
Swollen knee [joint swelling], knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a male pt (age and initials not provided). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20) injection at a dose of 6 ml. The lot number of synvisc one was not provided. On an unk date, the pt experienced swollen knee. On an unk date, the physician "rinsed" the knee, arthrocentesis was performed and the knee was aspirated. Approx after two weeks of synvisc one injection, the pt was treated with cortisone. No action was taken with synvisc one treatment. The outcome for the events of swollen knee, and knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of swollen knee and knee effusion was not provided. The reporting physician did not provide the relationship between synvisc one and both the events.

Manufacturer narrative:
The qa (quality assurance) results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.